Event description:
Consumer reports testing on their plink meter and getting a result pt felt was not right. Restested using another meter and there was a large difference. Analysis run on clark error grid using competitive reading (159) as ref. Point vs. Bd readings (344) yielded data points in the c range of the grid, outside acceptable limits.